Event description:
It was reported that interrogation of the pulse generator revealed measured data of 2.65 v, 14 ua and 20.5 k ohms with a remaining longevity of less than 3 months. At the end of the interrogation the same measured data appeared with an estimated longevity of less than 3 years.

Manufacturer narrative:
Na